Manufacturer narrative:
As reported high impedance was not confirmed. As received, swift lock anchor was split into two pieces, no further test was conducted due to damage and would not contribute to reported issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. During the procedure it was found that the anchor was broken. In turn, the lead and anchor were explanted and replaced. Effective therapy was restored.